Manufacturer narrative:
The 27+ flex-tip laser probe was received and a visual assessment of the returned sample showed a non-conforming tip. The middle of the cannula was pressed or flattened so that the sides became wider. If the arbor press clamp is tightened too hard, it may crush the cannula and the nitinol tube. The customer reported event was confirmed. The 27+ flex-tip laser probes were packaged on january 31, 2019. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the damaged cannula from arbor press tooling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser probe tip could not be inserted into the trocar. An alternate laser probe was used to complete the case. There was no patient harm.